Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test. The customer had out in three different batteries and alarm is recurring. Issue had been occurring for 3 weeks. The customer was advised that the issue could be related to the battery cap. The customer requested the insulin pump to be replaced. Blood glucose value is unknown. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with slight corroded battery tube and battery cap contact however, powered up properly after battery installation. The operating currents are within specification. No unexpected failed battery test alarms noted. The insulin pump has cracked case at the display window corners, cracked battery tube threads and minor scratched display window.